Event description:
It was reported that the pt underwent a pelvic floor repair procedure in 2004. Post operatively, the pt developed a urinary infection. The pt was placed on augmentin 500mg, two tablets three times a day for seven days the infection cleared eight days later.